Event description:
The customer reported that the mainframe would stop at 15 arrows during boot up and produce a communication error on workstation. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on-site investigation. The gib was evaluated and replaced. The system was tested and found to be working as intended and returned to service.